Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the customer reports that the device didn't work during the procedure, which caused a bad anastomosis. Two more surgeries were needed to resolve the problem.